Event description:
During an arthroscopy of a patient's knee, a curved shaver blade (4.5mm) was getting clogged with minimal use. It was replaced with another blade and it too clogged.what was the original intended procedure?knee arthroscopy.